Event description:
It was reported to philips that the device is not booting up periodically. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device is not booting up periodically. There was no patient involvement. The customer's device was evaluated by the customer with assistance from a philips call center representative. The issue was traced to a faulty processor pca. The power pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Caps c49 and c50 had been removed. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the power pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site. No further actions were taken and none are warranted.